Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed non-physiological noise and oversensing. Boston scientific technical services discussed that the source of the clinical observation was likely due to the minute ventilation signal being sensed on the ra channel. Pocket manipulation and isometrics were performed; no noise or impedance issues were able to be created. The patient will continued to be monitored via their remote home monitoring system. There were no adverse patient effects reported. The lead remains in service.